Event description:
It was reported the case is badly damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments that the upper and lower case were broken. It was also noted that the side bail covers were broken, the ring cover, heart block, lead flex cover, release spring, battery drawer and battery drawer o-ring were contaminated, one bail was missing and the battery flex was corroded.